Event description:
The complainant has reported that a pt had a therapeutic procedure for treatment. The physician stated the resolution hemoclip device would not immediately release from the catheter when the deployment mechanism was activated. The clip grasped the tissue. The physician reports that the device took 3 minutes to deploy successfully. No product is expected for return investigation as it was successfully utilized to treat the lesion in the patient. There was no report of death, serious injury or mistreatment associated with this event.